Event description:
Clinical study. The patient was enrolled in the program in 2004. Target lesion 1 was identified in the proximal lad with 90% stenosis and a 2.6 mm reference vessel diameter. Initially, the mid lad and proximal diag1 were angioplastied. As a result of technical difficulties (advancing a guidewire into the distal diag1), it was recommended that pci of the diag be reattempted in one month. Target lesion 1 was treated with predilatation and placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. Two days later, the pt experienced acute onset of chest tightness with shortness of breath/congestive heart failure. The pt's cardiac enzymes met guideline criteria for myocardial infarction. The pt's mi led to emergency reintervention. Angiography revealed a patent taxus stent in the proximal lad. However, the lad was occluded distal to the taxus stent. As a result of congestive heart failure combined with ischemic lv dysfunction, the pt went into respiratory failure and was intubated. Subsequent hypotension and cardiogenic shock required placement of an intra-aortic balloon pump. Angioplasty was performed in the mid lad, establishing good flow. Attempts to perform angioplasty of the diag were unsuccessful probably due to severe calcification at the ostium of the diag. A temporary pacemaker was placed during the intervention; subsequently the pt remained in sinus rhythm. The pt was transferred to the ICU in stable condition. Five days later, the pt had a reocclusion of the lad (target vessel) with myocardial injury and went into cardiogenic shock, despite all resuscitative measures. The pt was intubated and a code was called. The pt's pulse returned but a short time later, they went into cardiopulmonary arrest and another code was conducted. The pt was brought back to the cath lab with a pulse; angiogram revealed an akinetic heart with an occluded lad. The pt was pronounced expired at 4:18 a.m.